Event description:
Customer complains of intermittent "attach defib cable" messages when device is used with the a defibrillation adapter and pacing/defibrillation/ECG electrodes. The reporter indicated an operator could not analyze or shock a pt if the device does not recognize an attached defib cable. No adverse as a result of the alleged malfunction.